Event description:
It was reported that the wheel lock on a manual wheelchair was loosed and caused the user to fall. The extent of the fall is unknown. Should additional relevant information become available, a supplemental report will be submitted.